Manufacturer narrative:
The field service representative replaced seals and the mixer on the analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer reported that they received a complaint from physicians regarding implausible test results for an unspecified number of patient samples tested for intact human chorionic gonadotropin + the b-unit (hcgb). Based on these reports, samples from (B)(6) 2016 were repeated. The customer stated that 20 patient samples measured on the evening of (B)(6) 2016 had false high hcgb results. The customer provided data for a total of 27 patient samples that were repeated. Of these 27 patient samples, 11 were found to have erroneous initial hcgb results that were reported outside of the laboratory. The samples were repeated on (B)(6) 2016. The first sample initially resulted as 20982 iu/l. The sample was repeated, resulting as 10000 iu/l accompanied by a data flag. The sample was automatically repeated on (B)(6) 2016, resulting as 15094 iu/l. The second sample initially resulted as 20089 iu/l. The sample was repeated, resulting as 10000 iu/l accompanied by a data flag. The sample was automatically repeated on (B)(6) 2016, resulting as 14777 iu/l. The third sample initially resulted as 1592 iu/l. The sample was repeated, resulting as 948.2 iu/l. The fourth sample initially resulted as 6 iu/l. The sample was repeated, resulting as 4.43 iu/l. The fifth sample initially resulted as 589 iu/l. The sample was repeated, resulting as 13.66 iu/l. This sample was repeated at another site on an e602 analyzer, resulting as 13.56 iu/l. The sixth sample initially resulted as 50 iu/l. The sample was repeated, resulting as 0.100 iu/l accompanied by a data flag. This sample was repeated at another site on an e602 analyzer, resulting as 0.100 iu/l accompanied by a data flag. The seventh sample initially resulted as 1290 iu/l. The sample was repeated, resulting as 548.0 iu/l. The eighth sample initially resulted as 266 iu/l. The sample was repeated, resulting as 0.100 iu/l accompanied by a data flag. The ninth sample initially resulted as 19188 iu/l. The sample was repeated, resulting as 13616 iu/l. The tenth sample initially resulted as 230 iu/l. The sample was repeated, resulting as 0.100 iu/l accompanied by a data flag. The eleventh sample initially resulted as 37 iu/l. The sample was repeated, resulting as 0.658 iu/l. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The hcgb reagent lot number was 18742800. The reagent expiration date was asked for, but not provided. The field service representative checked the bead mixer adjustments and these were ok. He found that the bead mixer was dirty and he cleaned it. He cleaned the reagent pipettor and found the adjustments to be ok. He found a lot of crystallization at the tip of the sample probe and he cleaned the probe. He found the liquid level detection of the probe to be too low, so he adjusted it. He cleaned and adjusted all sipper probes. He ran performance testing.

Manufacturer narrative:
It has been clarified that the eleventh patient was doing an "ivf" procedure and was informed that she may be pregnant based on the initial result. After the correct measurements were known, the patient was informed that she is not pregnant. It was asked, but it is not known if this patient was adversely affected. No adverse events were alleged for this patient.it has been clarified that all other patients were not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Observed contamination on the mixer could cause a contamination or blockage of the analyzer fluidics. The origin of the contamination could not be determined.

Manufacturer narrative:
The field service engineer ran performance testing and this failed. He adjusted the photomultiplier tube voltage and then successfully ran a blank cell calibration. After this, calibrations and controls were okay.